Manufacturer narrative:
H11: the actual device was not available; however, companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak and all components were correctly placed according to specification. Functional testing was performed which included underwater pressure, leak, static pressure and dimensional tests, and the devices were found to be within the product specifications and no defects were observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets leaked when connected to an intravenous (IV) catheter. This occurred during patient use. The location of the leak was identified at the connection point where the IV catheter meets the extension set. The sets were leaking when contrast or medications were running through the lines; however, there were no issues when drawing blood or running saline. The event was further described as, "seems like they're not screwing on properly". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.